Manufacturer narrative:
(B)(4). Batch #: unknown. (B)(4). Investigation summary: the analysis found that one ec45a device was returned with the closing and firing trigger broken and no returned for analysis, with the anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr45w reload was loaded in the device. The cartridge reload was received fully fired. In addition, a clip was found lodged behind the knife, resulting in the firing mechanisms jamming. No functional test was performed due the condition of the device. The bhr review could not be conducted, as no batch number or lot number of the complaint was provide. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during a minimally invasive total nephrectomy, the surgeon chose to use the echelon flex. After the last shooting, there was no return of the knife and the jaws were blocked and closed. Even after the trouble shooting measures, it was not possible to remove the ec45a from the patient. As a result, the instrument was removed by cutting the near-by tissue. No patient consequence reported.